Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury") and urinary tract infection ("bladder/urinary problems ¿ uti"). The patient was treated with surgery (hyst. (Full), salping (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, genital haemorrhage and urinary tract infection had resolved. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2012 and (B)(6) 2017. Plaintiffs received treatment for migration, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, general abnormal bleeding, psych injury, migration, uti. Reporter information, date of birth, essure removal date were added. Device category changed from device other event to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: suspected migration of the right adnexal surgical clip, now appearing adjacent to cecum'), embedded device ('within the lumen of the fallopian tube is a medical device consisting of a sliver metal coil. Embedded within the tissue') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. C40062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she had a easter device placed along with an ablation". The patient's medical history included cervical dysplasia on (B)(6)2017, smear cervix abnormal and gastric ulcer. Concurrent conditions included hypertension since (B)(6)-2017, gerd since 2009, overweight, dry heaves, persistent cough, menses irregular, headache, hot flashes, ringing in ears, irritable bowel syndrome, osteoarthritis, fibromyalgia, general body pain, numbness in leg, low back pain, sciatica, hemiparesis (right), lumbar radiculopathy, hyperlipidemia, folic acid deficiency, alcoholism, intervertebral disc degeneration, rash, thrombocytosis, left lower quadrant pain, vaginal discharge, anemia and periumbilical pain. Concomitant products included cefixime (flexeril) since 2014, ethinylestradiol;norgestimate (mononessa) since (B)(6)2016, lisinopril since (B)(6)2017, medroxyprogesterone acetate (depo provera) from (B)(6)2016 to (B)(6)2017, omeprazole since 2009 and venlafaxine since (B)(6)2018. On (B)(6)2012, the patient had essure inserted. In (B)(6)2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pelvic pain/pain"), abdominal pain ("abdominal pain"), anxiety ("anxiety/mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("bladder/urinary problems ¿ uti"). The patient was treated with duloxetine, escitalopram oxalate (lexapro), hydroxyzine, venlafaxine and surgery (hyst. (Full), salping (bilateral),oophorectomy (bilateral removal of ovaries),d&c). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, embedded device, anxiety, vaginal haemorrhage, menorrhagia, depression, nausea, fatigue and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, embedded device, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs: patient did not underwent essure confirmation test but as per previous fu patient underwent essure confirmation test via hysterosalpingogram. Discrepancy noted in essure insertion date- (B)(6)2012 and (B)(6)2017. Plaintiffs received treatment for migration, uti. Current weight as of (B)(6)2019: 220 lbs. Approximate weight at the time of essure placement 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Abdominal x-ray - on (B)(6)2018: 1. Moderate colonic stool and gas without evidence of bowel obstruction. Computerised tomogram pelvis - on (B)(6)2018: 1. No acute finding of the abdomen / pelvis. 2. Prior tubal ligation bilaterally with suspected migration of the right adnexal surgical clip, now appearing adjacent to the cecum. 3. Prior gastric bypass with no abnormalities. 4. Circumferential bladder wall thickening ascites secondary to under distention of the urinary bladder, recommend correlation with urinalysis to evaluate for possible cystitis. 5. Additional chronic, non acute findings, as detailed above. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6)2018: within the lumen of the fallopian tube is a medical device consisting of a sliver metal coil. Embedded within the tissue is a medical device" consisting of silver, metal coil measuring 6.7cm in length by 0. 1 cm in diameter.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal, menorrhagia), nausea, fatigue, weight gain were added. Event psychological trauma was replaced with the events: depression and anxiety. Event added from mr: she had a easter device placed along with an ablation, within the lumen of the fallopian tube is a medical device consisting of a sliver metal coil. Embedded within the tissue. Lot number was added. Concomitant and treatment drugs, concomitant and historical conditions and lab data ere added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: suspected migration of the right adnexal surgical clip, now appearing adjacent to cecum'), embedded device ('within the lumen of the fallopian tube is a medical device consisting of a sliver metal coil. Embedded within the tissue') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. C40062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she had a easter device placed along with an ablation". The patient's medical history included cervical dysplasia on (B)(6) 2017, smear cervix abnormal and gastric ulcer. Concurrent conditions included hypertension since (B)(6) 2017, gerd since 2009, overweight, dry heaves, persistent cough, menses irregular, headache, hot flashes, ringing in ears, irritable bowel syndrome, osteoarthritis, fibromyalgia, general body pain, numbness in leg, low back pain, sciatica, hemiparesis (right), lumbar radiculopathy, hyperlipidemia, folic acid deficiency, alcoholism, intervertebral disc degeneration, rash, thrombocytosis, left lower quadrant pain, vaginal discharge, anemia and periumbilical pain. Concomitant products included cefixime (flexeril) since 2014, ethinylestradiol;norgestimate (mononessa) since (B)(6) 2016, lisinopril since (B)(6) 2017, medroxyprogesterone acetate (depo provera) from (B)(6) 2016 to (B)(6) 2017, omeprazole since 2009 and venlafaxine since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pelvic pain/pain"), abdominal pain ("abdominal pain"), anxiety ("anxiety/mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("bladder/urinary problems ¿ uti"). The patient was treated with duloxetine, escitalopram oxalate (lexapro), hydroxyzine, venlafaxine and surgery (hyst. (Full), salping (bilateral),oophorectomy (bilateral removal of ovaries),d&c). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, embedded device, anxiety, vaginal haemorrhage, menorrhagia, depression, nausea, fatigue and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, embedded device, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs: patient did not underwent essure confirmation test but as per previous fu patient underwent essure confirmation test via hysterosalpingogram. Discrepancy noted in essure insertion date- (B)(6) 2012 and (B)(6) 2017. Plaintiffs received treatment for migration, uti. Current weight as of (B)(6) 2019: 220 lbs. Approximate weight at the time of essure placement 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Abdominal x-ray - on (B)(6) 2018: moderate colonic stool and gas without evidence of bowel obstruction. Computerised tomogram pelvis - on (B)(6) 2018: 1. No acute finding of the abdomen / pelvis. Prior tubal ligation bilaterally with suspected migration of the right adnexal surgical clip, now appearing adjacent to the cecum. Prior gastric bypass with no abnormalities. Circumferential bladder wall thickening ascites secondary to under distention of the urinary bladder, recommend correlation with urinalysis to evaluate for possible cystitis. Additional chronic, non acute findings, as detailed above. Hysterosalpingogram - on an unknown date: essure device was successfuljy occluded. Pathology test - on (B)(6) 2018: within the lumen of the fallopian tube is a medical device consisting of a sliver metal coil. Embedded within the tissue is a medical device" consisting of silver, metal coil measuring 6.7cm in length by 0. 1 cm in diameter.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.